Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient had blurry vision, halos, decreased contrast, positive dysphotopsia, hazy vision and glare around lights. The lens was exchanged with non-company intraocular lens after the initial implant procedure. Patient issue was resolved and there was no patient harm.